Manufacturer narrative:
The device history record for the reported oad could not be reviewed as the lot number was not provided. If the lot number is provided, a DHR review will be performed. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4). Csi ID: (B)(4).

Event description:
During an atherectomy procedure, the stealth 360 peripheral orbital atherectomy device (oad) was advanced on low speed through a lesion in the distal anterior tibial (at) artery. The guide wire was advanced distally to the dorsalis pedis (dp) artery. The device stopped due to what the physician believed to be a vessel spasm. Multiple unsuccessful attempts were made with glideassist engaged to remove the oad. Fluoroscopy revealed a kink where the driveshaft exited the distal end of the sheath. The distal portion of the oad was left in vivo. Following the procedure, surgery was anticipated to remove the fragment.